Event description:
It was reported that the asymptomatic patient presented in the emergency room. The ICD was post-paced t-wave oversensing, which was noted on stored egm. The ICD was reprogrammed. The patient was fine after the event.